Event description:
There was a sensor issue after the soundstar eco diagnostic ultrasound catheter. The catheter was removed and replaced with another of the same without incident or harm to the patient. Product handled by the clinical site